Manufacturer narrative:
A vyaire field service representative(fsr) arrived onsite and performed operational verification on the 3100 a as requested by the customer. The correct set-up and calibration of the blender was verified. The set-up and calibration was reviewed with the staff on site. The operation of the power supply, pressure xdcr (transducer) and ddi (dynamic displacement indicator) calibration were verified. Patient circuit calibration and performance check was done. All tests passed the required criteria and the unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the blender of the 3100a ventilator was set at 21% but the patient got 100% o2 (oxygen). The issue occurred during patient-use. At this time, there is no information regarding remedial action taken by the healthcare facility.